Manufacturer narrative:
The serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that an ht70 plus ventilator mixer was leaking from inside. The ventilator was not in use on a patient at the time of the reported event. A replacement mixer was sent to the customer.